Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 7.00 inr/4.14 inr; 4.80 inr/3.44 inr; 5.30 inr/4.07 inr; 8.00 inr/6.05 inr; 5.80 inr/4.33 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Medications listed in this section are for test 2 (patient b) test 1, 4, and 5 (patient a): female, dob (B)(6); weight (B)(6); medications include coumadin since 2005, cymbalta daily, drisdol weekly, lisinopril daily, metoprolol succinate daily, neurontin 4/day, promethazine every four hours test 3 (patient c): male, dob (B)(6); medications include coumadin since 2009, atenolol twice daily, caltrate daily, colestipol daily, glucosamine/chondroitin sulfate 2 /day, vytorin daily.